Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device header was examined and it was verified that the setscrews all operated normally. The right ventricular (rv) port spring connector was checked with gage pins and was within design specification range. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. All testing and analysis indicated that the device was functioning normally.

Event description:
Boston scientific crm received information that following the implant of this device, noise was observed on the right ventricular (rv) rate/sense channel, with impedance measurements greater than 2000 ohms. Amplitude and threshold measurements were reported within acceptable limits. An invasive revision procedure was performed and the lead pin was found to fully inserted past the connector block of the device. The implanting physician tugged on the rv lead and it did not come out of the header. The rv lead was then removed from the device and tested with the pacing system analyzer (psa). The implanting physician requested a new device and this device was successfully explanted. The rv lead remains actively implanted with all lead measurements within acceptable limits.